Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 (B)(4)description: artisan 2x8 lim,70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted device revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient is experiencing pain at the ipg and midline incision site. The patient was explanted and is reportedly doing well.